Manufacturer narrative:
The device is not expected to be returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat lesions in the right superficial femoral artery (sfa), popliteal artery, right posterior tibial artery and right peroneal artery. After successful atherectomy and stent implantation in the proximal popliteal artery to proximal sfa, atherectomy was performed in the distal peroneal artery, followed by angioplasty using a 3.0 x 60 armada balloon. At an unspecified pressure, the balloon ruptured. Angiography noted a microperforation of the vessel, with small contrast extravasation. Prolonged balloon inflation was performed; however, the perforation persisted so a 4.0 x 19 mm graftmaster stent was implanted, successfully resolving the perforation. The procedure was completed with intervention to the posterior tibial artery. Final angiography noted no dissection, perforation or thrombus present and timi 3 flow. No additional information was provided.

Manufacturer narrative:
The devices was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product quality issue. Based on the information provided, a definitive cause for the reported balloon rupture and vessel dissection could not be determined. It may be possible that the rupture occurred due to interaction with lesion calcified or associated devices; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.